Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited noise causing inappropriate automatic mode switch episodes. It was noted that the noise could be caused by issues with the connector block. The patient experienced presyncope and palpitation. No further information was available.

Event description:
New information notes that the device exhibited capture issue. The device was explanted and replaced. No further information was available.